Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button cover was missing, leading to damage making the front response button not functional. The root cause for the reset has not yet been identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.